Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device used in this incident, it was determined that drawer 3.2 had multiple read/write errors, including pockets ejecting and becoming unrecoverable. A field service engineer (fse) advised the customer to disable the smart cubie service to prevent future errors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no adverse events or injuries reported due to this event.